Event description:
The hearing aid user came to the dispenser's office. The dispenser found 4 sentry ii wax guards in the user's ear canal. He was able to remove 2 of them. He referred the user to a physician to remove the other 2.